Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high counts to the sensing integrity counter (sic) and oversensing. Furthermore, the superior vena cava (svc) coil exhibited out of range impedance values. The sic counts were correlated to an magnetic resonance imaging (MRI) and electrophysiology procedures. The rv lead remains in use. It was noted the patient does not have an MRI compatible device and the MRI was therefore considered off-label use. No patient complications have been reported as a result of this event.